Manufacturer narrative:
Date of event has been updated. Section d1 brand name corrected. Section d4 catalog number was corrected.

Event description:
A 72-year-old female with - among others - a previous medical history of hypertonus, diabetes ii and factor v leiden mutation presented with chest pain and shortness of breath over multiple days. Electrocardiography confirmed a myocardial infarction of the anterior wall in conjunction with a ventricular septal defect. An intra-aortic balloon pump was inserted and the patient was transferred to a higher care center for further treatment. Patient was brought to the opeation room for placement of an impella 5.5. Following removal of the intra-aortic balloon pump, the patient started to decline and a large hematoma to the previous access site was noted and controlled with manual pressure. Following transfer to the intensive care unit, the patient developed repetitive episodes of atrial flutter and other arrhytmia including ventricular tachycardia requiring cardioversion and medication. The patient also suffered a gastro-intestinal bleeding requiring a surgical intervention and a blood transfusion as well as renal failure requiring continuous renal replacement therapy. A weakness to the right arm was noted and continuously treated with physiotherapy. After 14 days of support, a "controller error" alarm occurred on the impella controller, requiring a replacement controller. After 20 days of support, surigcal repair of the ventricular septal defect could be carried out. After an off-label prolonged duration of 32 days of support, the patient was successfully weaned and the impella 5.5 was removed. "Aic - controller failure/error: during impella 5.5 support, there was an issue with the automated impella console (aic) that triggered a controller error (yellow alarm) on day 14 of support. The abiomed representative immediately instructed the hospital staff to perform an aic-to-aic transfer. There were no further aic issues during the patient's case with the new aic. 5.5 during impella 5.5 support, the patient experiences an access site adverse event. On day 13 of support ((B)(6) 2025), abiomed representative noted a very slow ooze at the access site which prompted a dressing change overnight with no active bleeding since then. As there was no device malfunction, the patient outcome code for this event will be dictated by the physician. "

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Arrhythmia/infection/renal failure/nerve injury/major bleed: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/hematoma: the cause of the injury was likely patient condition related as the hematoma occurred at a non-impella site (iabp).